Event description:
Employee did not set the ultrafiltration goal at the initiation of the hemodialysis treatment. A goal of 1000 ml was set approx. 40 minutes after initiating treatment. The pt reached the ultrafiltration goal approx. 90 minutes into the treatment and complained of moderate abdominal cramps. Nss was administered during the remainder of the treatment with pt having a net gain of 0.7 kg. Pt c/o severe abdominal pain post treatment. Pt seen by physician office and ultimately sent to emergency room and admitted.